Manufacturer narrative:
Tandem quality engineer reviewed the pump data and concluded the following: the pump suspended insulin and did everything appropriately to mitigate hypoglycemia. On 4/19/2021, the user appears to have filled their tubing (30.19u) with more than the usual amount (~10-20u), which could lead to a low bg event. In addition, the user manually entered a bg of 89 mg/dl, and delivered a 3.24u bolus, when the cgm read around 46-49 mg/dl, which could lead to a low bg event. All basal rates were delivered based off the user¿s personal profile. No settings changes were made. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was not provided. Customer was using pump at the time of death; however, no additional information was provided.